Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998012 .

Event description:
It as reported that the catheter leaked at the end of the case. The patient was able to void. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It as reported that the catheter leaked at the end of the case. The patient was able to void. No medical intervention was reported.